Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported by health care professional that during an unknown procedure using the gen 11, the teflon pad of the instrument har36 peeled off right away at the start. The case was completed by using another customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported . One device is being returned.

Manufacturer narrative:
Added additional information the device was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.